Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal did not deploy. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 07may2025: the procedure for the patient prior to us of the angio-seal was peripheral arterial disease (pad). Hemostasis was achieved with a second angio-seal. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to additional information to section b5.

Event description:
Additional information was received on 07may2025: the procedure for the patient prior to angio-seal was peripheral arterial disease (pad). Hemostasis was achieved with a second angio-seal. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. As of 04jun2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).